Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had damage. Customer's blood glucose value was unknown at the time of the incident. The customer was not assisted with troubleshooting. Customer states the insulin declined battery life and shut off randomly, battery cap was not fit into insulin pump properly and insulin pump had scratch on back. The device will not be returned for analysis.